Event description:
Reporter alleged obtaining discrepant back to back blood glucose results in the 400s, 30 & 38 mg/dl when all tests were performed 1 minute apart on the aviva system. Reporter stated she was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. Reporter indicated she self treated with orange juice and 2 teaspoons of sugar as a result of the readings and before going to the hospital. At the hospital, the glucose was less than 20 mg/dl and she was treated with a dextrose IV. Within another 10 minutes, glucose measured 395 mg/dl. No other actions were reportedly taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.